Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A consumer reported via social media that after having a multifocal intraocular lens (iol) implanted, both near and far visions are poor. The consumer reported that event with glasses, small details can't be seen as well as before surgery. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.